Manufacturer narrative:
Examination of the returned sling revealed the tensioner was near the loop of the dynamic suture. The information received indicated the dynamic anchor was separated from the tensioner when the package was opened. Supplier investigation was initiated due to being a verified out of box issue and concluded root cause was due to a manufacturing issue. Coloplast initiated a non-conformance and CAPA in response to execute corrective actions.

Event description:
According to the available information, the altis sling packaging was opened and it was noted that the dynamic anchor was separated from the tensioner. The physician did not use this product on the patient.

Event description:
According to the available information, the altis sling packaging was opened and it was noted that the dynamic anchor was separated from the tensioner. The physician did not use this product on the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. B3: estimated date.